Manufacturer narrative:
No product was returned for evaluation. No images were provided to confirm the complaint. Review of the reported information suggests malplacement of screw during index procedure. No additional investigation required. Labeling review: "...potential adverse events and complications: as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: early or late infection; damage to blood vessels, spinal cord or peripheral nerves..." "...warnings, cautions and precautions: the potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. The implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient..." "...pre-operative warnings: care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient..."

Event description:
On (B)(6) 2021 a laminoplasty was conducted at c3-7. Post-operatively it was reported that the lateral mass screws went bi-cortical and protruded out the lateral mass in the foramen. The patient experienced numbness and the surgeon decided to remove the plate. On (B)(6) 2021 a revision procedure was done where the screw at c4 was removed.